Event description:
As reported: 14f closure device did not fit into sheath. Additional information provided stated that issue was solved with another device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Two 14f ce manta closures, two 14f sheaths, two 14f introducers, and one 14f depth locator were returned for investigation. The components were decontaminated then visually inspected. During inspection the engineer noted blood particulates present on the components. Both manta closure units did not exhibit an engaged lever. During functional testing, the engineer noted unit one was unable to pass the bypass tube through the hemostatic valve of the manta sheath. Resistance was observed and the hemostatic valve was not torn. Unit two did not have a bypass tube and was unable to be functionally tested. Minor displacement of the hemostatic valve was observed. Unit one was tested using the sheath from unit two. Resistance was observed. The device lot history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 14f ce manta was planned for closure in the right femoral artery. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance attempting to advance the bypass tube into the sheath hub. In step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Event description:
Additional information received 21feb2022: patient most likely received a blood transfusion. Exact information on transfusion, is not clarified but very likely the patient has had a blood transfusion if the blood loss is 1000ml. The bleeding is related to this complaint due to prolonged closure time of the access site..